Manufacturer narrative:
Since the lot # 16075936m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During a ventricular tachycardia procedure, it was reported that a cardiac perforation was discovered during mapping after performing only one ablation. The hole was discovered where the webster¿ electrophysiology catheter went through and not where it was ablated. Window procedure was performed and perforation sutured. The patient was stable. On (B)(6), received additional information requested from bwi representative stating that this event occurred during mapping of a patient with incessant vt, who had an extensive cardiac hx, including ischemia and ICD. The physician decision was to map with the smart touch catheter in left ventricle (lv), search for scar areas and use pace mapping to determine the proper areas to deliver therapy. After mapping the lv and defining the scared areas, the pacing mapping did not show the morphology was coming from the lv, it was coming from the right ventricle (rv) apex area. The catheter was removed from the lv and inserted to the rv, where the physician began pace mapping to recreate the morphology. The matching morphology was found near the rv apex and the physician delivered a radiofrequency (rf) lesion at 20 watts close to the rv apex, however more free wall. After the lesion, continued to map to find more areas of interest when the smart touch catheter vector arrow turned red then grey and the catheter appeared to be outside of the geometry already created. The physician immediately stared to monitor the patient for tamponade. It was determined the patient needed cardiac surgery after the patient was not able to maintain an adequate blood pressure and echo confirmed a tamponade. It was determined that the tamponade was a result of mapping and not of the rf lesion because the physician was able to visualize the area where the rf lesion was performed in proximity to the perforation. The physician was not sure if the event was directly related to the patient¿s death, however, could have been a contributing factor.

Manufacturer narrative:
The device has been disposed by the customer. Concomitant bwi products: product: carto® 3 system : us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator: us catalog # s7001, serial # unknown. Product: coolflow® irrigation pump: us catalog # cfp002, serial # unknown. This event was initially reported under webster¿ electrophysiology catheter (manufacturer¿s reference # (B)(4)) on (B)(4), 2014. This new 3500a report provides the reference for the thermocool® smart touch¿ bi-directional navigation catheter (manufacturer¿s reference # (B)(4)) used during procedure. Manufacturer's reference #(B)(4), are related to the same event. D) manufacturer's reference # pi1-m1t2rz